Event description:
The customer reported to vyaire medical that bellavista 1000e us has a blue screen. As per the customer, the event happened during pre-testing calibration and set up prior patient use, the vent was on standby while the patient waited; when the device screen went blue, the patient was then transferred to another ventilator, but there was no delay in care. Furthermore, there was no patient associated with the reported.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and replaced the main board. The electronics were reconfigured and the software was updated.all calibrations passed and all tests passed the required criteria.no root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. Vyaire medical was able to confirm the issue. Root cause of failure was determined due to defective main electronics pcba, user interface controller (epc) is not starting-up. The failure is related to the epc module. The root cause is identified as die crack due to mechanical stress caused by particles in the conducive paste. As this is now a known issue, reference CAPA I-ch-21-004, no further investigation is required at this time. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.